Event description:
A customer contacted beckman coulter inc (bec) to report glucose reagent cap sheared off. The operator was wearing gloves during the event. No injury or exposure was reported.

Manufacturer narrative:
Replacement was sent to customer. (B)(4).